Event description:
It was reported to b. Braun medical inc. That an infusomat space pump intravenous (IV) pump set (material 363430, lot 0061938519) was being used to administer rituximab on (B)(6) 2024. According to the complainant, the tubing was properly loaded. At this time, the door was opened, the tubing was removed, inspected, and tapped, to observe and confirm that no air was present in the lines. No bubbles were visible, so the tubing was reloaded, and the infusion was restarted. The alarm reoccurred prompting the use of a new pump. The complaint device is not available to the manufacturer for evaluation. No patient complications were reported as a result of the event.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). A review of the nonconformance database was performed for the reported lot number, and no abnormalities or non-conformances were noted during the in process or final product inspection. Additionally, five retained samples of the product with the same lot number were tested per specification with passing results. No sample was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.